Event description:
It was reported that the customer had high blood glucose levels of 128 mg/dl. The customer reported that the insulin pump had a crack on the screen. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional info was provided.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked display window at bottom left and right corners, cracked case at display window corners and cracked reservoir tube lip. No cracked on the upper right screen corner noted.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).